Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) in an asystole arrest, the device restarted/rebooted. Complainant indicated that when the device restarted for the second time, they continued treating the patient with the device. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department for evaluation and the customer's report was not duplicated under testing. Review of the device activity log does show occurrences of the reported malfunction. The multi-function cable and multi-function cable receptacle were replaced as a precaution. Analysis of reports of this type has not identified an increase in trend.